Manufacturer narrative:
A supplemental MDR is being submitted for additional information from medical records. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery provided in the valvepoint was reviewed by edwards imaging specialist and following observations were made: moderate to severe pvl (paravalvular leak) is noted between the right and left coronary cusps. Spectral doppler confirms severity (pressure half time: 265ms) which is consistent with moderate pvl. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no lot history is required per a guidance document written by edwards. The commander delivery system with sapien 3 IFU was reviewed. Paravalvular or transvalvular leak is a known potential adverse event. Noted under potential adverse events, 'paravalvular or transvalvular leak'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'approximately 5-6 years post implant of a 23mm sapien aortic valve, the patient is experiencing pvl'. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl, as reported in this case, is not well understood but may be related to cardiac remodeling. Due to insufficient information provided, the root cause cannot be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), approximately 5-6 years post implant of a 23mm sapien aortic valve, the patient is experiencing pvl. The surgeon is considering either plugging it or placing another 23mm valve but wanted to send to proctor for another opinion. At this time, no surgery has been completed or scheduled.

Manufacturer narrative:
Investigation is ongoing. Device not returned.